Event description:
Caller reported their friend had a boston scientific stimulator and got shocked/electrocuted by the device/therapy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).